Manufacturer narrative:
The insulin pump was monitored for 48 hours with multiple basal rates and passed the self test. The insulin pump was tested in high, medium and low beep mode and functioned properly. No display or audio anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the insulin pump experienced an audio/beep anomaly. Customer's blood glucose reading was 91 mg/dl. No significant events leading to the pump's issues were observed. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.